Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."

Event description:
It was reported that air bubbles were present throughout tubing. Cold insulin was used to load the cartridge. Customer had high blood glucose levels.